Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the circumstances prescribed do not lead to the conclusion that the problem was caused by product malfunction. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
Event timing: after surgery. It is reported that pt underwent revision surgery on (B)(6) 2010 to remove a dynesys construct that was put in place (l2-l5 with a peek implant at l4-l5) during decompression surgery in 2008. There was minimal pt history as the procedure was done in (B)(6). During the last 12 months, the pt has presented with problems but was non-compliant, sometimes did not show up for surgical procedures, and had left the hospital (B)(6), so it is unclear when the infection actually started. As the surgeon was removing the dynesys construct, there was superficial pus. The surgeon remarked that though the hardware was solid there was one screw slightly looser than the others but still intact. The surgeon believed there was a correlation between the peek interbody and the pt's infection. The interbody was left intact. Multiple cultures were obtained. No additional construct was implanted. The pt was treated with IV antibiotics.